Event description:
It was not possible to implant the lv lead due to high thresholds. Another lead was used. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).